Manufacturer narrative:
The event/therapy occurred on an unspecified date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set disconnected form a titanium adapter. This event occurred during use with patient involvement. The transfer set had been in use for about one (1) month. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Three (3) samples were received for evaluation. A visual inspection was performed with the naked eye. Functional testing was performed on two (2) samples which included leak testing, clear passage testing, and clamp function testing. Functional testing was not performed on one (1) sample due to a blockage. The reported problem was not verified on any of the three (3) returned samples because integrity testing was performed with no issues. Should additional relevant information become available, a supplemental report will be submitted.